Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab) and began the iab therapy in late 2008. Six days later, the pump alarmed with a "high pressure/kink catheter alarm" and the nurse saw blood in the line. The catheter was removed and another catheter was placed without incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.